Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance and atrial undersensing. Technical services (ts) was consulted and provided reprogramming recommendations. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field b5: describe event or problem, section b.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance and atrial undersensing. Technical services (ts) was consulted and provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.